Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the vaso view hemopro had to be continuously activated to cut the branches, longer than usual. The same device was used to complete the procedure. The hospital did not report any pt effects.